Event description:
- -

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the implant procedure, difficulty was obtained fixating this lead on the right atrial appendage. The lead dislodged several times. When the lead was affixed, acceptable threshold and amplitude measurements could not be obtained. No pacing failure was observed. After three hours, this lead was explanted and replaced with an active fixation helix lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -